Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside the device. The assigned conclusion code for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60743 for the other associated device information. It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during vaginal prolapse treatment with mesh procedure on (B)(6) 2018. According to the complainant, during procedure, the dart detached during deployment of the capio device though the patient's right ligament. Reportedly, the suture was pulled back and tensioned along the handle the first time the device was deployed. The detached dart was removed from the patient with the use of forceps. The same issue occurred with the second uphold lite w/ capio slim device. The procedure was completed with a different device. There was no consequence or impact to the patient as a result of this event.

Manufacturer narrative:
Problem code captures the reportable event of dart detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60743 for the other associated device information. It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during vaginal prolapse treatment with mesh procedure on (B)(6) 2018. According to the complainant, during procedure, the dart detached during deployment of the capio device though the patient's right ligament. Reportedly, the suture was pulled back and tensioned along the handle the first time the device was deployed. The detached dart was removed from the patient with the use of forceps. The same issue occurred with the second uphold lite w/ capio slim device. The procedure was completed with a different device. There was no consequence or impact to the patient as a result of this event.